Event description:
Boston scientific received information that this "lead was attempted as it was dislodged after pocket closure. The lead was never in service and was replaced." No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. During the visual inspection, a bend in the distal part of the lead was noted. Bending the lead body requires the presence of mechanical stress. Based on the damage symptoms, it is reasonable to assume that the bending was due to tensile forces, presumably during the implantation procedure. In summary, the lead¿s distal part was found bent, which resulted most likely from the implantation procedure. The analysis did not reveal any sign of a material or manufacturing problem.